Manufacturer narrative:
Additional information was received therefore b5 and h6 was updated. This is one of two reports 1220648-2026-02762 is for the impella 5.5.

Event description:
Clinician narrative: an impella cp was inserted via the femoral artery in a 61-year-old male who was transported as a stemi. The patient underwent pci without mechanical circulatory support, followed by ventricular tachycardia ablation the next day. Impella cp support was subsequently initiated to facilitate continued management and eligibility for ablation therapy. At the time of impella insertion, the patient was not reported to be in cardiogenic shock. Past medical history was not provided. During hospitalization, the patient required ventilatory support and was treated with inotropes and vasopressors. An intra-aortic balloon pump had been used prior to impella support. While supported with the impella cp via femoral arterial access, the patient developed progressive lower limb ischemia. The decision was made to upgrade support to an impella 5.5.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery in a 61-year-old male who presented for an electrophysiology ablation procedure. The patient¿s clinical status prior to initiation of support was reported as scai shock stage d. Past medical history was not reported. The patient underwent coronary intervention involving the left anterior descending, left circumflex, and right coronary arteries. The patient was receiving inotropes, vasopressors, and ventilator support for respiratory support. During the procedure, angiography of the lower limb revealed stenosis, and balloon angioplasty was performed, followed by placement of a 16 fr medikit sheath. An antegrade sheath was subsequently inserted. Adjustment of the sheath position in the ICU resulted in improvement in limb coloration. Due to ongoing clinical concerns, including laboratory findings, a plan was made to upgrade support at an early stage. The patient experienced ischemia. Based on the available information, the reported event appears consistent with the patient¿s underlying clinical condition, vascular anatomy, and procedural factors associated with large-bore femoral access and vasopressor use. No issues with pump operation were reported. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on the available information, the reported event appears consistent with the patient¿s underlying clinical condition, vascular anatomy, and procedural factors associated with large-bore femoral access and vasopressor use.